Event description:
It was reported that there were 8 instances of air leakage discovered around the shiley cuff included in the blue rhino tracheostomy set immediately after uneventful placement in patients with normal anatomy. The leaks occurred despite adequate cuff pressure. As reported, the patients did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event: instances occurred in (B)(6) 2025. H3 - device evaluated by mfg?: the device not returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
After further review of the information provided, it was determined that there was only one event involving a size 8.5 tracheostomy tube. The tracheostomy tube was replaced with an extended length tube (xlt).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b1, b2, b5, d1, h1, h6 - annex f and g. Additional information: b5. Investigation ¿ evaluation: it was reported that, on 16apr2025, the tracheostomy tube supplied with a blue rhino g2-multi percutaneous tracheostomy introducer set leaked around the cuff. As a result, the tube was removed and replaced the same day with an extended length (xlt) tube. No other adverse events were reported. Reviews of the instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Per the device master record (dmr), the tracheostomy tube supplied in this set is another manufacturer's product which cook purchases and places in this super-set. Cook does not have any inspections for this component. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [c_t_ptisgi2_rev0] supplied with the device states the following in consideration of the reported failure mode: warnings: ¿anatomic anomalies may make the procedure difficult to perform.¿ precuations: ¿an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ "product recommendations: compatibility testing was performed with shiley¿ flex and shiley¿ evac tracheostomy tubes. When using another appropriately sized tracheostomy tube, ensure that the tracheostomy tube¿s tip fits snugly on the dilator.¿ "instructions for use: 20. Inflate the tracheostomy tube balloon cuff. Connect the tracheostomy tube to the ventilator. Confirm position of the tracheostomy tube via standard methods (e.g., capnography, breath sounds, etc.)." Based on the available information, no product returned, and the results of the investigation, cook determined that improper sizing of the tracheostomy tube contributed to this incident. As reported, the complaint tracheostomy tube was replaced with an extended length (xlt) tube. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.